Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device replacement surgery, the physician was unable to engage the setscrew of the device. The physician removed the pace/sense portion and the superior vena cava (svc) portion of the patient's right ventricular (rv) lead and needed to disconnect the rv lead from the device. However, the torque wrench would not engage in the setscrew. The physician was instructed to shave the silicone covering off the grommet on the header in order to remove the grommet sealer. The physician was then able to visualize debris on the setscrew, remove the debris and successfully loosen the setscrew. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.